Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with epithelial ingrowth more in the left eye (os (ocular sinister)) than the right eye (od (ocular dexter) which was 6 weeks from flap-lift enhancement on both eyes (ou (ocular uterque)). The surgery center noted the epithelial ingrowth was noted on the peripheral there was no visual acuity impact. The patient complained of dryness in ou. Increased dry eye treatment-gel and will continue to monitor. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -5.25 x -1.00 x 35; left eye pre-op 20/20 -6.50 x -1.00 x 77. Bcva from (B)(6) 2018: right eye pre-op 20/20 .25 x -.25 x 61; left eye pre-op 20/20 .00 x -.50 x 128.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.